Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed no reading message. Boston scientific technical services (ts) reviewed data and confirmed that the message means time for explant, however, device hasn't declared explant and there were no alerts. Ts received analysis and that the device has consumed more battery capacity than the elective replacement indicator (eri) limit. Further, a prompt replacement of device was recommended. The crt-d was explanted due to premature battery depletion and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts had been recorded. External visual inspection of the device noted no anomalies. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage bypass capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Event description:
--